Event description:
Per tbm the motor lever is loose. Tbm will find out which motor and call back. Per tbm this is an out of box issue. (B)(4) tbm called back and advised right motor lever sitting in the chair will not stay engaged...(B)(4).